Event description:
It was reported that a 3l dual eva bag was observed with a leak. There was no patient involvement. No additional information is available. This is report four out of four.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.